Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to the mother board. It also had a corroded lcd board and a scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump's display was blank. Customer's blood glucose value was 94 mg/dl. The contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. Troubleshooting was done and the display did not return. It was advised to remove the battery for 2 hours and call back. They called back and stated that the display remained blank after the two hour reset and changing the battery. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.